Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviations directly caused or contributed to the reported event. The reported patient effect of a dissection is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an actively bleeding pseudoaneurysm in the left hepatic artery. A 4.8 x 19 mm and a 4.0 x 19 mm graftmaster covered stent were implanted and sealed the pseudoaneurysm. A small non-flow limiting dissection was noted in the left hepatic artery distal to the graftmaster covered stent; however, no intervention was necessary at the time of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.